Event description:
Boston scientific received information that this right ventricular lead was found to be dislodged. This lead exhibited loss of capture at maximum output and no sensing. The physician opened the pocket and could not see any suture around the suture sleeve. Additional information was received and indicated that the lead dislodgement was verified via chest x-ray and confirmed under fluoroscopic evaluation prior to procedure. The lead was successfully repositioned with good measurements. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis . No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.